Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist said that tooth #8 sits lingering and needs to be in line with #9. While #9 is hitting lower anterior teeth. This is a contraindicated patient for bridge and crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.